Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the station upload and download times were not updating to the latest values. A technical support specialist (tss), following guidance from a product support engineer (pse), skipped the retry attempts. After all, retries were skipped, no variation message appeared. The distributor was informed that the station had resumed uploading to the server. The root cause was incomplete or inconsistent encounter data state caused by an out-of-sync station database. After change tracking corruption and partial manual recovery, encounter records were missing on the server, leading to foreign key constraint failures during data sync uploads. The tss provided with the steps to change the computer name in accordance with the "computer name change instruction" knowledge article. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es upload and download times were not updating to the latest values and differed from those on another station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.